Event description:
The customer reported the loss of cine (subtraction) functionality. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine disk and connectors were cleaned and all related boards were reseated. The system was then found to be operating as intended.